Manufacturer narrative:
Batch review performed on 27 august 2024 lot 2339978: (B)(4) items manufactured and released on 5-feb-2024. Expiration date: 2029-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event: batch review performed on 27 august 2024 gmk-spherika 02.12.e0510fr tibial insert fixed sphere flex size 5/10 mm r e-cross (k202022) lot 2338088: (B)(4) items manufactured and released on 2-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Batch review performed on 27 august 2024 gmk-spherika 02.12.ka06r femoral component spherika cemented s6r (k211004) : (B)(4) items manufactured and released on 22-nov-2023. Expiration date: 2028-11-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision due to signs of infection and the pathogen is unknown. At about 4 months from the primary surgery the surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully.